Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of bilateral common iliac artery aneurysms using gore® excluder® aaa endoprostheses featuring c3® delivery system. Bilateral internal iliac arteries were embolized, and the physician advanced a delivery catheter for trunk-ipsilateral leg component (rlt281218j/16213339) into an intended position. When attempting to deploy the proximal portion of the trunk-ipsilateral leg component, the physician felt strong resistance and the deployment line was broken. The physician decided to deploy the trunk-ipsilateral leg component using a back-up mechanism. An access hatch was opened and the proximal deployment line was pulled. However, it was difficult to pull the line and the physician decided to stop using the device and remove the delivery catheter outside the patient. Another delivery catheter was prepared and a trunk-ipsilateral leg component was successfully deployed, followed by a contralateral leg component being implanted. The patient tolerated the procedure without further problems.

Manufacturer narrative:
Device available for evaluation. (B)(4). Results of engineering evaluation: initial investigation involved visually inspecting the returned components consisting of the undeployed device still attached to the delivery catheter. The returned proximal deployment knob and back-up hatch cover have been removed from the delivery system. Engineering confirmed the physician's observation that the proximal deployment line is broken with approximately 17 cm of the line visible coming out of the back-up hatch. The remaining section of the broken deployment line is also visible and still attached to the end cap of the proximal deployment knob. The un-deployed device was visually inspected. Detailed examination revealed that the proximal deployment line has been threaded through the last stitch on the double stitch side, before the two slip knots were tied, resulting in an unexpected knot. The likely device failure mode for the failure to deploy the stent graft completely during this event was that the deployment line was inadvertently threaded through the last double stitch before the two slip knots were tied, creating a knot, rendering deployment ineffective. This is also likely the reason for the resistance felt while attempting to deploy the device and the broken line.